Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s device was not working and the patient got poor communication on the patient programmer. The patient could not get the implant to charge and every time he tried to recharge it just flashed on and off. The patient had the implant turned off for a while but recharged it every month like the healthcare professional (hcp) told him to. The patient would turn the device on when he started to hurt really badly. The patient could not get the implant to turn on when he could not get it to charge for anything to read it. During the call with the manufacturer on (B)(6) 2017, the patient got the reposition antenna screen and it was confirmed that this was what he was referring to. It would not go past the reposition antenna screen and flashed off like it was dead. It was confirmed that the patient got the poor communication screen on the patient programmer. The patient did not use the system very often unless he was really hurting. The patient noticed that he was hurting three days prior to (B)(6) 2017 and noted that he was always in pain since the implant. The patient kept the stimulator turned off because it caused more pain than it helped but when he hurt really badly he tried anything to get the pain to go away. The patient started to hurt 90% more after having the implant surgery and could never get the doctor to remove the implant. The patient was unable to communicate with the recharger. The patient had not turned stimulation on in six months as of (B)(6) 2017. The last successful recharge session was in the end of (B)(6) of 2016 and the patient charged every month. The reposition antenna screen, inability to recharge, and poor communication screen began on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.